Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that the customer has indicated that the battery cost is expensive and repairs are pending a battery purchase order (po) from the customer. The iabp unit remains out of use until subsequent repairs are performed. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the battery back up was too low and urgently needed the battery to be replaced in order for the unit to work properly. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the battery back up was too low and urgently needed the battery to be replaced in order for the unit to work properly. There was no patient involvement, thus no adverse event was reported.